Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 (air in set) alarm. The lot number is unknown therefore a batch review was not performed. The used sample was not returned to baxter for evaluation. Therefore, the complaint cannot be confirmed. From the data within the complaint information, the assignable cause was not identified. Baxter has conducted a trend review and found no trend identified.

Event description:
A home patient (hp) contacted baxter to report a system error 2240 (se) alarm that occurred on a homechoice (hc) unit during dwell 6 of 6. The hp stated he could not find a source of a leak in any of the disposables. The technical service representative (tsr) advised the hp to contact the nurse (rn) to report the alarm. The tsr further assisted the hp to cycle power to clear the alarms. There was no patient injury or medical intervention.